Event description:
It was reported that this right ventricular (rv) lead was explanted due to impedance issues and high capture thresholds. A new lead was successfully implanted as a replacement. The explanted lead was retained by the hospital. No additional adverse patient effects were reported.